Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection identified a cut measuring approximately 0.015" x 0.026" on the conductor wire insulation. No material was missing on the area of the damage. This observation is consistent with the isi failure analysis engineer (fae)'s analysis of the submitted photograph. The instrument was further tested and passed electrical continuity.

Manufacturer narrative:
A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image of the fenestrated bipolar forceps (fbf) instrument identifies peeled conductor wire insulation. Isi has not received the fbf instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of the instrument log for the fenestrated bipolar forceps instrument lot# n11200211 /sequence 0055 associated with this event has been performed. Per logs, use of the fbf instrument was recorded on the reported event date of (B)(6) 2020 using system (B)(4). The instrument had 4 remaining usable lives with no subsequent use recorded. The fenestrated bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported based on the following conclusion: it was reported that during a da vinci-assisted total benign hysterectomy procedure, the user noted a frayed cable on the fenestrated bipolar forceps (fbf) instrument. No incidence of instrument collision was observed. There was no report related to any unintended energy discharge to the patient. No other information was provided. The instrument was replaced to the backup. The user continued the procedure with no further issue reported. Image analysis completed by the fae identified a peeled conductor wire insulation. The customer reported complaint does not itself constitute an MDR reportable event; however, this complaint is being reported because damage to the conductor wire could lead to unintended electrical discharge at a location other than intended. Although there was no arcing reported or seen through analysis, and there was no patient injury reported, if this failure were to recur, it could result in an adverse event. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. The instrument had 4 remaining usable lives, therefore, had not expired.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the user noted a frayed cable on the fenestrated bipolar forceps (fbf) instrument. No incidence of instrument collision was observed. There was no report related to any unintended energy discharge to the patient. No other information was provided. The instrument was replaced to the backup. The user continued the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: the instrument was inspected prior to use with no reported issue. There was no report of unintended energy discharge or arcing observed during the procedure.